Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 20:08:03. During night drain cycle four, the patient's ultrafiltration reading was 724ml, indicating the home patient (hp) drained 724ml more than their maximum programmed fill volume of 1200ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 724 ml during therapy initiated on (B)(4) 2012 at 20:08:03, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the actual drain of cycle 4 was 1853 ml on (B)(4) 2012 at 8:09:31. The actual drain volume of 1853 ml is 154.4% of the largest prescribed fill volume (lpfv) of 1200 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.